Event description:
The user facility reported that there was a temperature measurement issue. Cold and hot water tank: setting 38, oxygenator: flow rate 5.2l/min. The temperature difference was approximately 1°c. Arterial temperature: 35.9°c, and venous temperature: 36.9°c. The procedure outcome was not reported, and the patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510k number: k130520. Visual inspection of the actual device upon receipt found no anomaly such as breakage was found. With the actual oxygenator connected to the circulation circuit, the temperature was measured when 37.0 hot water was circulated at a flow rate of 2l/min. As a result, it was found that the temperature was deviated by 0.6. X-ray fluoroscopic inspection (CT) of the inside of actual device found that the wiring section had been deformed. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No anomaly was found in the 100% temperature measurement accuracy confirmation records for the thermistor, nor in the resistance value confirmation records. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the inspection record at the time of manufacturing. As a cause of deviation in the temperature measurement result, it was likely that deformation of the wiring section was affected. However, it was not possible to identify the cause of the applied force that affected the deformation. Relevant instructions for use (IFU) reference: "if the product is dropped during set-up, do not use it. Replace with another device." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.